Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
During an annual inspection of the customer's device, physio-control observed that the unit would not deliver a shock during testing. There was no patient use associated with the reported event.